Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connectors and the cables between the cine bridge board and the sata board were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform a cine run. No patient injury was reported.